Event description:
It was reported that on (B)(6) 2011, the ventricular lead exhibited high thresholds. A chest x-ray revealed that the lead had dislodged and was successfully repositioned. On (B)(6) 2011,the lead exhibited capture threshold of 2.75v at 0.9ms. The lead was repositioned on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.